Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the monitor was blank. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that a monitor was blank. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.